Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided. We have contacted the initial reporter to request additional info. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. It has been alleged that the pt was treated for adhesions and infection, both of which are known possible adverse reactions listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample has been returned for eval. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
It was alleged that on (B)(6) 2006 the pt was implanted with a composix e/x mesh for repair of a ventral hernia. The pt alleged that she experienced impaired wound healing and continuous infections that were treated. In 2009 the pt alleges to have undergone an exploratory surgery where part of her liver was removed due to the composix e/x mesh being adhered to it. In 2011 it has been alleged that the mesh eroded into the pt's bowel and the pt underwent explant of the mesh with a bowel resection.